Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat an unspecified lesion. It was noted that during inflation of a 2.5x25mm trek balloon the tip and balloon became separated. The balloon was simply removed but it is unknown if the tip was retrieved. No additional information was provided.

Manufacturer narrative:
Visual and sem inspection/analysis was performed on the returned device. The reported tip and balloon separations were confirmed. Additionally, a balloon rupture was noted on the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the noted balloon rupture; however, the reported separations and foreign body in patient appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.